Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-10083. It was reported that the patient presented for a generator replacement. Upon interrogation, it was noted that the right ventricular channel exhibited high capture threshold resulting in loss of capture. The patient experienced bradycardia due to this issue. It was unknown whether the capture issue originated from the pacemaker, lead or a myocardial condition. After it was confirmed the right ventricular lead would capture with the elevated threshold, the physician elected to leave the lead implanted. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿pacing problem¿ was not confirmed. Final analysis found a false elective replacement alert consistent with the device being auto-capture and high output mode. A longevity calculation was performed and found the battery depletion was normal based on the device usage. No other anomalies were found.